Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 427 mg/dl at the time of incident, treated with manual injection and blood glucose went down to 313 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and was not using auto mode feature on insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. It was also stated that the multiple air bubbles was present infusion set tubing and reservoir. Customer was assisted with high blood glucose trouble shooting and based on report customer was not alleging that the insulin pump was under delivering. The reservoir and insulin pump will not be returned for analysis.